Manufacturer narrative:
Additional information: h4: device manufacture date, h6: method, results, conclusions. Corrected data: b2: outcomes attributed to adverse event, d2: common device name, d4: model number, e: occupation, g3: date received by manufacturer, g4: premarket identification, h5: labeled for single use. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported by the sales representative that the patient was experiencing pins and needles on her toes and on her femur of the opposite leg. The patient stated that the coil does not touch the toes and it feels like when foot falls asleep. The patient has a follow-up with the doctor. The sales representative indicated that he suggested the patient to conduct a time-test. The patient's daughter called and stated that the patient felt an electric shock when she used the unit for the first time on her left leg. The patient was having pain of level 10 on a scale of 1-10 and went to the physician, who suggested to use the unit for 5 hrs. A new bhs assembly bag and coilette were shipped to the patient. No further consequences has been reported.

Event description:
It was reported by the sales representative that the patient was experiencing pins and needles on her toes and on her femur of the opposite leg. The patient stated that the coil does not touch the toes and it feels like when foot falls asleep. The patient has a follow-up with the doctor. The sales representative indicated that he suggested the patient to conduct a time-test. The patient's daughter called and stated that the patient felt an electric shock when she used the unit for the first time on her left leg. The patient was having pain of level 10 on a scale of 1-10 and went to the physician, who suggested to use the unit for 5 hrs. A new bhs assembly bag and coilette were shipped to the patient. No further consequences has been reported. The bhs assembly was returned for evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.